Event description:
It was reported that the customer could not put the pump into storage mode. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.